Event description:
The caller alleged discrepant results when compared with the lab results reported as follows: date: 2008; inratio: 3.0, 2.3, lab: 2.2, 2.2. The caller also repeated the test with the inratio meter: in the next day: 3, 2.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 2008; inratio: 3.0, 2.3; lab: 2.2, 2.2; mean: 2.6, 2.25; confident limits: 1.7-3.4, 1.4-3.1. As per internal procedure tr#0150 rev.2 the inratio and lab values are within the confident limits. The patient also repeated the test with the inratio meters. The results and calculation are as follows: in the next day: 3, 2. Average: 2.5, stdev: 0.71, %cv: 28.28. As per internal procedure tr#0150 rev.2 section 8.2 if the value of cv is greater than 20% the criterion is not met. The product will be investigated.